Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of that the insulin pump turned itself off from time to time. The customer's blood glucose reading was unknown. The customer stated that the pump vibrates and goes completely dark. The customer stated that they had to change the battery and enter the settings again. The customer mentioned that they changed the battery several times. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates and the pump functioned properly. No blank display, dark screen, display anomaly or unexpected vibration was noted during testing. No damage inside the pump was noted. The pump functioned properly during the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.